Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via a physical and via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 17-feb-2023, the mentor failure analysis lab received the device for evaluation. On 25-feb-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and she thinks she may have breast implant illness. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and it was received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the rupture on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-jan-2023, mentor received additional information about the event: - it was reported that the patient believes she had breast implant illness. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-01161 for the report for the patient¿s right breast prosthesis. - the patient had both breast prostheses explanted on (B)(6) 2023 and did not receive replacement breast prostheses. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-dec-2022, mentor received additional information about the suspect medical device. It is a mentor memorygel breast implant 450cc gel breast prosthesis, catalog #3504504bc, lot #6924398, sn # (B)(6), UDI # (B)(4), PMA #p030053. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On 09-dec-2022, mentor received additional information about the event: an updated event date of 01-feb-2022 was reported. The patient is scheduled to undergo explantation on (B)(6) 2023. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jan-2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).